Event description:
As reported by a field clinical specialist, approximately four years and twenty three days after a valve-in-valve in the aortic position using a 23mm sapien 3 ultra valve inside of a pre-existing 25mm magna valve, the valve now presents with stenosis. The valve-in-valve in-valve procedure was performed for stenosis with a reported mean/peak gradients greater that 50 mmhg prior to the intervention. The patient was symptomatic before the intervention, although the specific symptoms were reported as unknown. The transcatheter valve was implanted successfully without procedural issues, and the patient was transferred to recovery post-operatively without complication. No device deficiencies were alleged by the reporter.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, and investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, stenosis/increased gradient events for the s3, s3u, s3ur valves post-implantation have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). Additionally, patients with renal failure, particularly those undergoing hemodialysis or renal replacement therapy, are known to develop accelerated calcification compared to the general population. Calcific changes have been documented to occur at earlier ages in this patient group. While mitral annulus calcification is typically more prevalent in older patients, it has been reported with increased frequency at younger ages among individuals with uremia. The duration of dialysis is also a significant contributing factor to the development and progression of calcification. In the dialysis population, the presence of coronary and valvular calcification may lead to increased transvalvular gradients or stenosis, which is consistent with the clinical findings observed in this case . The complaint of increased gradients was confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. Available information suggests patient factors (severe chronic renal failure/dialysis) likely contributed to the event as noted in the information provided. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Update to b5. Correction to h6; device code, type of investigation, investigation findings, and investigation conclusion. The investigation is ongoing.

Event description:
Per medical record review, results of an echocardiogram performed approximately 4 years post implant, noted a bioprosthetic aortic valve, the valve is well-seated, the prosthetic leaflets are not well visualized. The aortic valve area = 0.65 cm2, the peak gradient is 70.0 mmhg, mean gradient is 41.0 mmhg, there is moderate central aortic regurgitation and trace paravalvular aortic regurgitation. The indication for the exam was aortic stenosis with insufficiency. The patient was transferred to recovery in stable condition. The patient tolerated the procedure well and was discharged 10 days later.